Event description:
A surgeon reported that during intraocular lens (iol) implantation, the lens ended up filpping upside down after it came out of the cartridge. The surgeon was uncomfortable flipping the lens in a small eye, cut the lens in half and explanted it. During the process the posterior capsule broke and an anterior vitrectomy was done. Additional information has been requested.

Event description:
Additional information was provided by the reporting surgeon. The pt experienced vitreous loss and increased corneal edema. The pt's current visual acuity is 20/80 - 20/100 with continued corneal problems.